Manufacturer narrative:
The device was manufactured april 24, 2017 ¿ april 25, 2017. The device was received for evaluation containing approximately 45 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused. The expected infusion time was 46 hours; however, the infusion was not delivered within that time frame. The device had been filled with fluorouracil and saline to a total fill volume of 100 ml. It was unknown how much drug remained in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.